Manufacturer narrative:
Evaluation of the returned indigo system catrx aspiration catheter (catrx) confirmed the distal damage and proximal fracture. If the catrx is advanced against resistance, damage such as ovalization and kink may occur. Subsequent manipulation of a kinked device may contribute to additional resistance. Proximal handling of the catrx against resistance may have contributed to the proximal fracture. Further evaluation revealed an ovalization on the proximal end of the catheter shaft. Based on the location of the damage, this damage may have also occurred during manipulation of the device against resistance during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) and popliteal artery using an indigo system catrx aspiration catheter (catrx), a non-penumbra sheath, and a guidewire. During the procedure, the physician gained contralateral access using the sheath. The physician then advanced the catrx through the sheath to the target location and completed one pass. While advancing the catrx over the guidewire through the catrx rapid exchange lumen and into the sheath, the catrx became damaged at the distal end. While removing the catrx, the physician noticed that the catrx completely fractured at the proximal end. The sheath containing the catrx fractured segment was removed. No fragment of the catrx remained in the patient's body. The procedure was completed using another catrx, the same sheath, and the same guidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned, and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.